Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having a problem with urinating the last couple days and now they can't urinate at all. Patient stated they spoke wit a representative today (B)(6) 2024 who recommended patient change programs. Patient requested assistance with changing programs. Patient stated they've already increased stimulation today. Reviewed role of patient services and redirected patient to their healthcare provider to discuss symptoms. Walked patient through changing programs on the call. Patient successfully changed programs and increased stimulation on new program until feeling stimulation comfortably. Patient will maintain stimulation level and will continue to track symptoms. Redirected to healthcare provider if issue persists.